Event description:
The medication being delivered by the pump was lioresal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was ¿spasming¿ so bad and screaming. It was stated they begged for the dosage to be increased and that the doctor titrated the medication up 100 per day until it was at 1500. It was stated the patient was now walking, but they were suffering from spasms while under the care of their former health care provider (hcp). It was stated they were titrating medication up to 800. It was stated the patient still had knots in their feet and legs due to the spasms that occurred. It was reported the patient could not walk after the first operation for this year. It was reported the pump and catheter were replaced in (B)(6) 2012 and patient still couldn¿t walk after. It was noted another pump and catheter replacement was done on (B)(6) 2012. After the february surgery, it was stated they changed the dosage. It was stated the patient was walking now, but still had a lot of spasms and the feet and legs still had knots in them. It was stated they wouldn¿t even help her at that hospital. It was noted her legs were straightened out, and their ¿bones about to break in her legs.¿ it was noted that nobody would bend her legs or nothing, and the patient went through hell. It was stated they had to call 911 because an ambulance had to take her to the hospital and ¿she got the spasms so bad and them people up there and nurses don¿t know what the hay was going on.¿ it was reported the patient currently had nerve damage and ¿so much going on.¿ it was stated the patient still could not walk, was still had spasms, and still had head pain. Refer to manufacturer report # 3004209178-2012-04338 for information about the catheter fracture and first revision, manufacturer report # 3007566237-2012-00479 for information about the motor stall and withdrawal, and manufacturer report # 3004209178-2012-04336 for information about the catheter disconnect and revision surgeries.